Manufacturer narrative:
The sample and lot number are not available. This product was made at our manufacturing plant in hungary which was informed about this issue. After receiving this complaint, we were unable to investigate further complaints and conduct documentary investigations to look for any anomaly recorded during production as neither the lot number nor the sample are available. According to the information known, the quality database was checked and revealed one foreign field safety notice initiated in august 2025 related to the ring protector around the handle not being correctly placed on the elefant buttons. However, as no lot number and sample are available, we cannot ensure the connection between this complaint and fsca.

Event description:
According to the available information the device does not suck and flush.

Manufacturer narrative:
B3: estimated date. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.